Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system displayed a precharge error during a case and would not produce x-rays. No patient injury was reported.